Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified: one opening curved on radius and valve crack. Leak test and microscopic analysis was performed which identified: valve crack and one opening striated on radius. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve and one striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reported a right side deflation. Device was explanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device was explanted.